Manufacturer narrative:
This report is for an unknown quantity of unknown screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the device has been explanted. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has not been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Backed out. The impact is unknown. Concomitant reported part: variable angle condylar plate (part and lot number unknown, quantity 1). This report is for an unknown quantity of unknown screws. This is report 1 of 1 for (B)(4).